Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) shocked the patient. It appears to be from supraventricular tachycardia (svt) as the rhythm withheld for sustained rate duration of 3 minutes then timed out. Anti-tachycardia pacing (atp) and 5 shocks were given but were not able to convert the rhythm. The maximum amount of shocks were given for this ventricular tachycardia (vt) zone, exhausting therapy. The patients medication will be adjusted and histograms will be assessed for effectiveness of the adjustments. No adverse patient effects were reported.